Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the diagonal branch. A 2.25 x 20 synergy drug-eluting stent was selected for use. However, during advancing, it was noted that the back half of the shaft got kinked and was broken. The rest of the shaft was pulled out and the procedure was completed with another of the same device. No patient complications nor injuries were reported.